Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice presented overheated solution during peritoneal dialysis therapy. This issue occurred during use while the patient was connected. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information provided in the device was received for evaluation and an evaluation is complete. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Internal and external inspection was performed and no issues were noted. Full functional testing, electrical safety testing, calibration, and a short-simulated therapy were successfully performed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.